Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was received with the instrument clevis pin dislodged on one side. Visual inspection did not find damage to the pin. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the dislodged clevis pin found during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure; the customer identified that a screw at the jaw of the prograsp forceps instrument almost came off. They removed the instrument and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.